Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard/davol perfix plug (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol perfix plugs on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol perfix plugs on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of perfix plug (device #1). Per op notes, ¿a perfix plug (device #1) was placed into the inguinal hernia defect and was secured with prolene sutures." (B)(6) 2017 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with the implant of perfix plug (device #2). Per op notes, ¿there was a direct inguinal hernia noted and was reduced. A perfix plug (device #2) was placed into the hernia defect and a patch was also placed over the plug using prolene sutures.¿ (note: a perfix plug (device #1) was not seen during this procedure). (B)(6) 2017 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with the implant of perfix plug (device #3). Per op notes, ¿a small perfix plug (device #3) was placed overlying the inguinal canal using prolene suture & a patch was placed over the plug.¿ (note: a perfix plug (device #2) was not seen during this procedure). (B)(6) 2018 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with the removal of mesh (device #2 & #3). Per op notes, ¿there were two pieces of mesh (device #2 & #3) lying in the subcutaneous tissue superficial to the external oblique fascia. Both pieces were discarded. A synthetic mesh was placed.¿ (B)(6) 2020 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the removal of mesh (device #1). Per op notes, ¿the mesh (device #1) had come loose through which the cord exited was enlarged and allowed for the recurrent indirect hernia. The prior mesh (device #1) was removed. A synthetic mesh was placed.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2016) is considered to be a best estimate. This supplemental emdr represents the bard/davol perfix plug (device #3). An additional emdr was submitted to represent the bard/davol perfix plug (device #1) and a supplemental emdr represents the bard/davol perfix plug (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.